Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was sent down for low flow (1.7 lpm).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Functional check and flow check were fine. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was sent down for low flow (1.7 lpm).